Event description:
N/a.

Manufacturer narrative:
The dia 5mm 350mm hook handle (cev229-1a) was returned for evaluation: the device history review (DHR) for lot no. 6419651 was reviewed and no anomalies that could be associated with the reported complaint were observed. Failure analysis: evaluation of the returned hook handle was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. There were some marks and impacts on the sheath. The handle passed the electrical tests. Root cause analysis: it was determined that the damage of the sheath was due to a succession of shocks during the use or the reprocessing of the instruments. The reported event of melting of the coating is related to the hook for hook handle (findings have been reported under mfg report number 3003249645-2023-00034).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2, and is related to mfg report number 3003249645-2023-00034. It was reported that the sheath of the hook used with dia 5mm 350mm hook handle (cev229-1a) melted in the patient during the surgery. The fragments of melted sheath were removed from the patients body. There was no significant increase in surgery time. It was later reported by the doctor that the dysfunction had consequences on the patient's health. The patient developed an infection on the surgical site. Additional intervention as required 7 days after for infection: drainage and washing of peritoneal cavity. There was hospitalization for six days with antibiotic therapy. It was reported that the infection could be linked to the incident.